Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 c.f.r. Part 803.

Event description:
While using a byte day aligners, patient reported that they were examined by specialist for orthodontic evaluation. It was found that the patient has a class iii skeletal malocclusion, mandibular teeth are crowded, maxillary spacing of teeth, moderate overbite, mandibular midline to the right of midsagittal, crossbite tooth #5, prognathic mandible and tmj click(s) not evident. Recommend treatment is the following, full maxillary and mandibular braces. The patient's malocclusion and alignment is best treated with traditional orthodontic (braces) therapy. Attempting to treat the patient's malocclusion with class iii jaw growth and crossbite on the right with any other treatment modality or clear aligner treatment will be detrimental to their oral health and will be damaging to their teeth. Treatment time is approximately 18-24 months. Maxillary and mandibular retainers to maintain orthodontic correction.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.